Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that there were air bubbles throughout the tubing after the day of filling reservoir. It was reported the top of the reservoir was light blue and normally was dark blue. Customer's blood glucose was 10.7 mmol/l. Customer was advised that the reservoirs will be replaced. Customer will be returning the reservoirs for analysis.